Event description:
It was reported that a error message "loudspeaker defective" was displayed on the intellivue mx40. It is unknown if there was still sound coming from the device at the time of the inop. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote support engineer (rse) spoke to the customer biomedical engineer (biomed). It was confirmed that the speaker was defective. However, multiple attempts to determine if the speaker was able to produce sound despite the inop message were unsuccessful; no additional details were obtained. Based on the information available and the testing conducted, the cause of the reported problem was a defective foxlink (453665031201) speaker. The reported problem was confirmed. The customer will be sent a replacement intellivue mx40 802.11a/b/g device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was received for evaluation at the philips repair bench. A bench repair technician (brt) tested the device, and the speaker was able to produce audible sound. The device was found to have scratches, and also a bad system board. Based on the information available and the testing conducted we were unable to replicate the reported problem; the speaker was able to produce sound. The reported problem not confirmed. The customer was sent a replacement intellivue mx40 802.11a/b/g device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.